Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, noise on ventricular lead was noted. Lead parameters were stable. Isometric testing performed without reproduction of noise. However, noise could be evoked with pocket manipulation. Patient not pacemaker dependent. There were appropriate noise reversions. The physician elected no intervention. The patient was stable.